Event description:
It was reported that the patient's charger socket started smoking while connected to a power source. A replacement device was sent to the patient and no reports of patient injury are associated with this event.